Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they received a whole new system in 2018, however thy never received symptom relief with that system. They had it replaced with the rechargeable system as it wasn't helping.